Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing a network service disconnect error and stated that they were monitoring telemetry monitors and then they showed communication loss. They tried restarting the cns and upon boot up they received the monitor network disconnect error. The customer it located the networking closet and confirmed that the trip lite power supply had failed causing the 3 cisco switches to turn off. The customer it re-routed the power for the 3 cisco switches to the main hospital power. Upon boot up, the cns resumed communication, but the rns still showed communication loss. Nihon kohden computer information technology systems support (cits) restarted the unified gateway service, and this restored the rns communication. The customer it will follow up with the biomed team so that they can continue troubleshooting on the host 1000 which is unable to be pinged from the host 1000. Pending customer action. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing a network service disconnect error and stated that they were monitoring telemetry monitors and then they showed communication loss. They tried restarting the cns and upon boot up they received the monitor network disconnect error. The customer it located the networking closet and confirmed that the trip lite power supply had failed causing the 3 cisco switches to turn off. The customer it re-routed the power for the 3 cisco switches to the main hospital power. Upon boot up, the cns resumed communication, but the rns still showed communication loss. Nihon kohden computer information technology systems support (cits) restarted the unified gateway service, and this restored the rns communication. The customer it will follow up with the biomed team so that they can continue troubleshooting on the host 1000 which is unable to be pinged from the host 1000. Pending customer action. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was showing a "network service disconnect" error, then went into comm loss. They were monitoring telemetry transmitters. They tried restarting the cns and upon bootup, received the error message. The customer's local it department located the networking closet and confirmed that the tripp lite power supply had failed, causing the 3 cisco switches to power off. Their it re-routed the power for the 3 cisco switches to the main hospital power, which resolved the comm loss issue. However, the rns were still showing comm loss. Nihon kohden computer information technology systems support (cits) restarted the unified gateway (ug) service, which restored the communication to the rns. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests the root cause is power loss. The customer noted performing troubleshooting measures to include the reboot of the cns receiving the error message. Inspection of the rns found comm loss as well. The customer proceeded to network closet to find three cisco switches without power noting high winds in the area which could have knocked out the power and confirming that the ups failed to supply power. Power was rerouted to supply the cisco switches. The customer performed a reboot of the system, resolving the reported issue. A review of the serial number history found no recurrence of issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was showing a network service disconnect error and stated that they were monitoring telemetry monitors and then they showed communication loss.